Event description:
It was reported that during an ovarian resection procedure, the obturator cannula could not pass through the cannula's seal. It was found that the inner sleeve was for 12mm, even though the handle was for 11mm. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.